Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead of an asymptomatic patient. No changes were made and the patient would be monitored.

Event description:
New information reported that on (B)(6) 2016, noise continued to be observed. The noise could be reproduced through provocation testing. No changes were made and the patient would continue to be monitored.